Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when the customer remove sensor from the body, noticed no electrode was visible. Customer's blood glucose value was 111 mg/dl. The customer stated that the transmitter did not blink when connected to sensor. The device will not be return for analysis.